Event description:
Polyaxial screws separated while being inserted.

Manufacturer narrative:
Add'l lot# w7483. The patient was a muscular male with very dense bone. The surgeon tried unsuccessfully to place both screws (same location). For the third attempt, he used the tap supplied in the coral instrument set and inserted the screw without incident.